Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming in a river the pump lost power. The patient reported trying a new battery and the pump would not power on. The patient reported that the battery cap was changed 9 months earlier but confirmed that there was no known damage to the battery cap. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. Functionality testing of the pump was not able to be performed because the pump would not power on. A leak was found in the pump during leak testing. The cover was removed from the pump for investigation and revealed moisture damage to the printed circuit board.

Manufacturer narrative:
(B)(4).